Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which the patient experienced high blood glucose level. Subsequently, the patient was hospitalized and blood glucose level upon admission was reported to be 510 mg/dl. In the hospital, blood glucose level lowered. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.